Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to there were many areas of low potential and poor threshold in the atrial area, so the mapping was repeated and tried several lead stylet patterns. In the process, blood entered the lumen and coagulated, making it difficult to remove the stylet. A new atrial lead was added and placed in a location where each value was good, and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to there were many areas of low potential and poor threshold in the atrial area, so the mapping was repeated and tried several lead stylet patterns. In the process, blood entered the lumen and coagulated, making it difficult to remove the stylet. A new atrial lead was added and placed in a location where each value was good, and the procedure was completed. No additional adverse patient effects were reported.